Manufacturer narrative:
This report contains corrections to fields: b3: date of event. D6a: implant date. G3: bsc aware date.

Event description:
It was reported that this patient experienced chest pains and shortly after implant a lead perforation was noted on this right ventricular lead as confirmed through fluoroscopy. It was also noted that a pericardiocentesis was performed and the patient was doing well. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced chest pains and shortly after implant a lead perforation was noted on this right ventricular lead as confirmed through fluoroscopy. It was also noted that a pericardiocentesis was performed and the patient was doing well. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.